Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 100ml from the front of the analyzer, and was not contained. There were low vacuum errors, platelet background errors, and no results for hemoglobin or wbc (white blood cell) were generated for patient samples. The operator was wearing a lab coat, glasses and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer reported that she was able to resolve the leak by reconnecting tubing on the blood sampling valve (bsv) prior to field visit. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed that the customer had resolved the leak. He found that the bsv and associated shaft were worn. He replaced the bsv and verified instrument performance. (B)(4).